Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's sensor received several alerts. Customer's sensor glucose was 7mmol/l overnight and in the morning calibrated and then was 9mmol/l. Customer stated the sensor glucose suspended and sensor glucose was 3mmol/l. He did another blood test and calibrated, then received change sensor alert. Customer has had several alerts in the past months. The customer's blood glucose was unknown.